Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 160 mg/dl. The customer declined to reload the cartridge and confirmed insulin gauge would continue to be monitored.